Event description:
Customer reported a result of 469 mg/dl on his aviva system with an unknown strip lot number. The customer then repeated the test on his aviva system with strip lot 492142 and reported a result of 177 mg/dl. No adverse event was reported. A request was made for the return of the unknown strip lot but strips have all been consumed. Replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (unknown strip lot). Refer to medwatch report with (B)(6) for the suspect device used in system 2. It was unknown if the initial reporter sent report to the FDA. Strips from unknown strip lot were consumed. There is no product available to return. Device will not be returned to manufacturer.